Event description:
It was reported that during a gastric sleeve procedure, the device was fired in the regular fashion by the surgeon and found that some staple loads did not fully fire and some staples did not form. There was a section of the staple line that had not been stapled. The same device was used to complete the procedure. No adverse consequences reported. The patient was extubated, taken to recovery and awakens in stable condition. Later it was reported by the circulating rn that the surgeon noticed on the specimen side there were staples that did not form, some lying on the tissue and did not staple the tissue and some in a right angle.

Manufacturer narrative:
(B)(4). Joint cover. The analysis found that one long60a device was returned in good visual condition. One ecr60g and four ecr60d cartridges reloads fully fired were present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, cut and formed all the staples as intended.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.